Event description:
A report was received that stated a nurse received a needle stick. According to reporter, at the conclusion of the pt injection, the nurse put the needle into the safety mechanism but then she sustained a needle stick. No treatment details provided.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.